Manufacturer narrative:
The device was not returned for evaluation. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. A review of the device labelling is adequate to prevent the reported event. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol.

Event description:
It was reported that the foley catheter would not deflate after attempts by the rn, md and urologist. The patient had to undergo removal of the foley catheter by a guided ultrasound. Per additional information the catheter balloon was inflated with 10cc.